Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged drainage catheter was confirmed; however, the cause was not determined. The product returned for evaluation was one universal drain 8fr locking pigtail drainage catheter. Usage residues were observed throughout the sample. Three longitudinally aligned splits were observed in the luer adapter, extending from the orifice to the finger tabs. Microscopic inspection of the splits revealed sharply defined granular fracture surfaces. The threads were unremarkable. Mechanical damage was observed on the luer adapter. Inspection of the luer orifice cross-section did not reveal any damage or deformation. The unremarkable threads suggested that over-tightening of a luer-lock device was not the cause of the observed fracturing. Forceful insertion of a tapered device such as a slip-fit style luer adapter may have contributed to the observed fracturing; however, attempts to replicate the damage using slip-fit devices were unsuccessful, suggesting that an addition factor(s) contributed to the complaint sample damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the facility that the drainage catheter was changed 3 days after placement, due to an alleged crack on the white plastic hub. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of gfay3121 showed four other similar product complaints from this lot number.

Event description:
It was reported by the facility that the drainage catheter was changed 3 days after placement, due to an alleged crack on the white plastic hub. No patient injury was reported. This file addresses patient number four.